Event description:
Initial result for a patient magnesium was 8.8 meq/ml. When repeated, the result was 2.2 meq/ml. The field service representative found the b probe was faulty and repaired the instrument by replacing the probe.